Event description:
It was reported that the arctic gel pad had low flow as a result therapy was not appropriate.

Manufacturer narrative:
The reported event is unconfirmed- reported event could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic gel pad had low flow and as a result the therapy was not appropriate.